Event description:
It was reported that the nurse of the hospital reported to our clinical consultant that a x3 ps inlay was broken. The pt came in with pain and a noise in his knee. They decide to perform a revision. During this they observed, that the x3 pe inlay was broken. They replaced the inlay.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplementary report.